Event description:
Customer reported the panorama central station went blank, which may have resulted in loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Corrections included rebooting the sys and cleaning the error logs. System was safely tested to factory's specifications.